Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was successfully completed but it was dangerous as the surgeon had to do multiple x-rays to obtain the fragments of the screw in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) follows: it was reported that during surgery on (B)(6) 2017, as the surgeon was advancing the screw, one of the taps at the top of the screw snapped. The surgeon continued to turn the screwdriver and three other taps also snapped. The surgeon had to remove the rest of the screw and the broken taps from the patient. The surgeon then replaced the screw with new expansion screw. The surgery was prolonged approximately 10 minutes because the surgeon had to remove the tab fragments and take more x-rays than usual. No information is available about patient condition and surgical outcome. Concomitant reported part: 1x screwdriver. This report is 1 of 1 for (B)(4).